Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that the shaft of the speedstitch came off. It is unknown when the event occurred. A back-up device was available and no delays occurred. No patient complications were reported.

Manufacturer narrative:
H10 the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Breakage or separation of the handle-to-shaft is unlikely to cause or contribute to serious injury or death. Event may require the surgeon to remove the shaft manually by hand and/or with the use of another tool (e.g. Pliers). Based on the information available, it is unknown if device was being used in a patient when the failure was noticed; however, no medical intervention was reported and a backup device was available to continue with the procedure. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.